Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose was 176 mg/dl level, customer contacted technical support, where representative guided successful pump reset, confirmed malfunction did not recur after reset, advised that pump use could continue, and instructed customer to call back if malfunction returned.